Event description:
Procedure type: hemicolectomy. According to the reporter: the product did not work correctly, the blade was detached, the accidental cut in the tissue affect the anastomosis. There was damage in the tissue, as result the surgeon had that resect additional tissue and to do a new anastomosis. There was not lost blood and the surgical time was not extended for more than 30 minutes, the surgeon did not report any adverse event. No reinforcement material was used. Nothing fell into the patient cavity.

Manufacturer narrative:
(B)(4).